Event description:
It was reported that after a procedure using a farawave ablation catheter the patient experienced hypotension. The patient was administered a vasopressor medication in the post-anesthesia care unit (pacu) and the complication resolved. It is unknown if the device will be returned for analysis. Clinical study name: advantage af phase 2 clinical study ID: (B)(6) clinical patient ID: (B)(6).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.